Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) (MDR ref#3001845648-2020-00004) which captures the effect of hemobilia. Lab evaluation ¿ n/a. Document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review. An image was not returned for evaluation. Root cause review a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions. As per medical advisor input ¿the stent occlusion is due to patients malignant biliary hilar obstruction (mbho) conditions¿. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from literature paper shim et al ¿percutaneous metallic stent placement for palliative management of malignant biliary hilar obstruction¿. According to the initial reporter, 01 patient developed stent occlusion as a result of hemobilia from arterial injury. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report being submitted as the device name was updated from zilbs zilver 635 self-expanding biliary stent to zib zilver 635 self-expanding biliary stent. Specific rpn could not be confirmed. Investigation has now been updated. Reference section - 10. Additional mfg narrative-notes.

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. From the information provided in this article it is known that a number of uncovered stents from various manufacturer's were used during this study including zilver stents (cook medical), sentinol stents (boston scientific) and niti s stents (taewoog medical). Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0065-3) lists trauma to the biliary tract or duodenum and stent occlusion as a known potential adverse events. There is no evidence to suggest that the customer did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to injury of the bile duct during the procedure. However, as a number of manufacturer¿s stents were used during this study and as the literature article does not detail which stent this adverse event relates to, it cannot be confirmed that the cook stent caused and/or contributed to this event. As the information received is not sufficient enough to confirm that it was the cook stent that contributed to the event, risk will not be completed. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, 01 patient developed stent occlusion as a result of hemobilia. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Shim - percutaneous metallic stent placement for palliative management of malignant biliary hilar obstruction. Stent occlusion: uncovered stent dysfunction was caused by hemobilia (n = 1).

Manufacturer narrative:
PMA/510(k) #: k182980. This file relates to (B)(4) (3001845648-2020-00004) and captures the event of stent occlusion. (B)(4) (3001845648-2020-00004) captures the event of hemobilia. Device evaluation: the zib device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. From the information provided in this article it is known that a number of uncovered stents from various manufacturer's were used during this study including zilver stents (cook medical), sentinol stents (boston scientific) and niti s stents (taewoog medical). Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. It should be noted that the instructions for use (ifu0065) lists stent occlusion as a known potential adverse event associated with the use of this device. There is no evidence to suggest that the customer did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to tumour ingrowth/overgrowth. However, as a number of manufacturer¿s stents were used during this study and as the literature article does not detail which stent this adverse event relates to, it cannot be confirmed that the cook stent caused and/or contributed to this event. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, 01 patient developed stent occlusion as a result of hemobilia from arteial injury. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to an update to e code, risk assessment and investigation notes.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Shim percutaneous metallic stent placement for palliative management of malignant biliary hilar obstruction. Stent occlusion: uncovered stent dysfunction was caused by hemobilia (n = 1). FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patients required various forms of intervention following stent occlusion.